Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had play in the angulation and takes a long time to start. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient, the angle knob had play, the curved pipe was rattling, the curved rubber was cracked, the air/water nozzles were clogged, and there was liquid leakage at the scope connector. There were scratches on the insertion tube, the tip cover, the scope connector, the operation part, the insertion part of the corrugated tube, the hardness adjustment ring, the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector cover, and the right/left angle fixing knob. There was dirt that was difficult to remove on the operation part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon could not be clearly identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.